Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported suture placement with a proglide device was attempted in the right common femoral artery using a the preclose technique prior to an unspecified procedure. The arteriotomy was 6fr. Reportedly, a fracture occurred where the flexible shaft of the device (black part) meets the rigid shaft of the device (silver part). The device did not completely separate. It was manually removed. No resistance was noted during advancement of the device. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported guide tube fracture was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.